Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: mdt-ICD. (B)(4).

Event description:
It was reported that the atrial lead had increasing thresholds. The atrial lead was replaced. During the replacement procedure the atrial lead could not be extracted and was capped. No patient complications have been reported as a result of this event.